Event description:
The customer reported the system displayed a call service message and had to be rebooted. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the surge suppressor and gops. System operates as intended. This MDR is related to ge healthcare.